Manufacturer narrative:
H6: investigation summary. No samples were returned therefore the investigation was performed based on the photos provided. 2 photos of 1 loose syringe and a polybag from lot 9336952 were provided. The customer reported that it looks like the syringe is clogged, and difficulty in aspiration ¿ as if it were "harder" (difficult to move). The photos were reviewed, however, it could not be determined if the syringe was clogged, or if the syringe was difficult to operate from the photos alone. No defects were observed, therefore, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9336952. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10 bag 500 sla were unable to aspirate, clogged, or had difficult plunger movement during use. The following was reported by the initial reporter: "information received by the client via e-mail on 10/30/2020: in view of the recurring losses of the medication in the applications and damage in the continuity of my son's treatment with the use of the ultra-fine syringe (0.5ml - 6mm) , I come to you to inform the situation I have been going through. I use the autoject 2 applicator pen from owen mumford ltd. To carry out the drug applications, lately every 10 syringes used, sometimes the following problem occurs: the plunger does not follow its normal course until the end of the syringe in order to apply the whole medication, in this way, for not knowing the exact amount applied, it is not possible to repeat the application in order to not causing excess daily dosage. For internal verification, follow the batch number used and validity. Lot 9336952 b / fab 2020-01 / val 2024 - 12. Information received through the call center on 11/03/2020: client informs that he uses bd ultra-fine syringes for the application of growth hormone in his son and that around one year some syringes have the following quality deviation: ejection of the complete medication, ¿it looks like the syringe is clogged¿, informs the client. He mentions that he makes this application with the autoject 2 device. He does not see an apparent defect in the syringe. It has a difficulty in aspiration, as if it were "harder" (difficult to move). In the informed batch, only one syringe showed the possible quality deviation. The customer does not have access to any previous batch. Info add 11/04/2020: - he has an bottle with more than 30 syringes stored in it for safe disposal, among which 3 or 4 had the problem. The sample with defect is not the sample of the photo. - considering that the problem has been occurring for a little over a year with 3 to 4 occurrences in the month, sometimes a little more, I would be very grateful to receive these replacements.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9336952, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-02. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Initial reporter phone#: (b)(46. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10 bag 500 sla were unable to aspirate, clogged, or had difficult plunger movement during use. The following was reported by the initial reporter: "information received by the client via e-mail on 10/30/2020: in view of the recurring losses of the medication in the applications and damage in the continuity of my son's treatment with the use of the ultra-fine syringe (0.5ml - 6mm) , I come to you to inform the situation I have been going through. I use the autoject 2 applicator pen from owen mumford ltd. To carry out the drug applications, lately every 10 syringes used, sometimes the following problem occurs: the plunger does not follow its normal course until the end of the syringe in order to apply the whole medication, in this way, for not knowing the exact amount applied, it is not possible to repeat the application in order to not causing excess daily dosage. For internal verification, follow the batch number used and validity. Lot 9336952 b / fab 2020-01 / val 2024 - 12. Information received through the call center on 11/03/2020: client informs that he uses bd ultra-fine syringes for the application of growth hormone in his son and that around one year some syringes have the following quality deviation: ejection of the complete medication, ¿it looks like the syringe is clogged¿, informs the client. He mentions that he makes this application with the autoject 2 device. He does not see an apparent defect in the syringe. It has a difficulty in aspiration, as if it were "harder" (difficult to move). In the informed batch, only one syringe showed the possible quality deviation. The customer does not have access to any previous batch. Info add 11/04/2020: he has an bottle with more than 30 syringes stored in it for safe disposal, among which 3 or 4 had the problem. The sample with defect is not the sample of the photo. Considering that the problem has been occurring for a little over a year with 3 to 4 occurrences in the month, sometimes a little more, I would be very grateful to receive these replacements."